Manufacturer narrative:
The technician replaced the right intermediate siderail cover to repair the bed.

Event description:
Info received indicates the right intermediate siderail cover is split around an upper screw hole which is allowing fluids to enter inside of siderail.